Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/07/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The reaction was located on the under the sensor patch and about 6mm around the sensor patch. The reaction was described as puffy with puss around the insertion site, and the skin was peeling off with the removal of the sensor. On (B)(6) 2016, patient's mother took the patient to the doctor to receive treatment for the reaction and was prescribed amoxicillin antibiotics, which the patient used to treat the skin reaction. At the time of contact, the patient was recovered with discoloration from scarring. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.